Event description:
The patient received multiple inappropriate shocks that caused the ICD to reach eri. This lead and the ICD were explanted and replaced. This system is available for analysis.

Manufacturer narrative:
Upon receipt the ICD and the lead fragment under complaint were subjected to an extensive analysis. The ICD was fully functional. In particular, the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. The received lead fragment was inspected. The analysis revealed multiple abrasion marks. In particular at 43.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Neither the analysis of the ICD nor of the lead did reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.